Event description:
It was reported that a spectrum iq pump alarmed air in line during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue " air is in the line" was unable to be reproduced. Instead the device went into a reload set alarm. A review of the event history log revealed multiple occurrences of air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be failed ultrasonic and upstream sensor calibration values out of specification. The ultrasonic will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.